Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. The device had vegetation and there was pus in the pocket. There was no additional adverse patient effects were reported. This lead was explanted.